Manufacturer narrative:
Description of event: as reported, the basket of an ncircle tipless stone extractor was not closing properly when inside the patient during a kidney stone extraction procedure. The basket wires were not all closing at the same time. The device was tested prior to use and appeared to function properly. Another same type device was used to successfully complete the procedure. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle tipless stone extractor, ntse-022115-udh, to cook for investigation. The device handle had a large amount of biomatter present, product was obviously used. The handle was able to actuate the basket however the basket would not completely close into the basket sheath. There was a slight bow in the yellow support sheath. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would open, but not fully close. It was also observed that the yellow support sheath was bowed. The bowed support sheath indicated there was possible damage to the sheath that prevented the basket from functioning normally. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. Occupation: perioperative nurse coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ncircle tipless stone extractor was not closing properly when inside the patient during a kidney stone extraction procedure. The basket wires were not all closing at the same time. The device was tested prior to use and appeared to function properly. Another same type device was used to successfully complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.